Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by excessive mechanical stress is very likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The device is currently implanted, but re-implantation surgery is considered. No date has been scheduled yet for the re-implantation surgery.

Event description:
Device malfunction. Re-implantation is considered. No date for surgery has been set.

Manufacturer narrative:
According to the recipient report the device was explanted due to the active electrode having extruded, possibly related to the implantation method (i.e. Transcanal approach). Additionally a damage to the active electrode as it might be caused by an external mechanical impact was detected during device investigation. Reportedly this damage was not present before the observed extrusion. The problems given in the recipient report appear to match the damage found. The recipient was re-implanted on the contralateral side.

Event description:
Device malfunction. The patient has been explanted on (B)(6) 2017 and re-implanted on the contralateral side.